Event description:
It was reported that noise was noted on the cardiac monitor's recordings. It was noted there was a change of rate prior to a suspected pause and coming out of the pause. The clinician will discuss this with the physician. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.